Event description:
It was initially reported that the patient had his device explanted due to pain being experienced from his device migrating due to weight loss from the vns therapy as stated by the explanting neurosurgeon. The explanted lead portion and generator were returned to the manufacturer for analysis, but the generator analysis has yet to be completed. Note that a portion of the lead assembly (body) including the electrode section was not returned for analysis and therefore, a complete evaluation could not be performed on the entire lead product. No obvious anomalies were noted except for the absence of setscrew marks on the marked connector pin indicating the connector pin had not been fully inserted into the cavity of the generator and providing evidence that a reliable electrical conductive path had not been established for the implanted lead assembly. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and unmarked connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Last known diagnostics available in the programming history database was noted for the date of implant, which were within normal limits. Good faith attempts to obtain additional information have been unsuccessful to date.